Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was during the call, pt mentioned they hadn't charged their ins for a while because it was burning their skin. Patient services (pss) asked pt if the equipment or ins was burning them, and pt said they thought it was the ins. When asked event date, pt said it had always kind of been like that. When pss asked pt to clarify if since implant, pt said for a while the area was numb, then when started to come back, they felt the burning around the ins. Pt also mentioned they got 16 stitches for the implant. Pt said they were going to see their healthcare provider (hcp) for the issue.